Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. It was reported that the same cable cutter broke three times at the same hospital.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation is ongoing, no conclusion can be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned, the investigation is ongoing.